Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. The device shows error/alert 1 and 2. The device does not maintain a pressure of at least -7 psi when the circulation pump is running at least 55%, so it is determined that the circulation pump is failing. Circulation pump was replaced. The device underwent and passed testing after all repairs. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that there was no information available. No patient involved. Per evaluation: the device does not maintain a pressure of at least -7 psi when the circulation pump is running at least 55%, so it is determined that the circulation pump is failing and it is replaced, has been performed a repair test and the device has been left operating correctly.

Event description:
It was reported that there was no information available.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. The device shows error/alert 1 and 2. The device does not maintain a pressure of at least -7 psi when the circulation pump is running at least 55%, so it is determined that the circulation pump is failing. Circulation pump was replaced. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.